Manufacturer narrative:
Device evaluated by manufacturer. The stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the stent damaged, with struts distorted, stretched and lifted from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and found that the balloon wings and folds were opened out of their intended position. Solidified media was also identified inside the balloon chamber. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure or manipulation. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 4.00 x 20 synergy¿ drug-eluting stent, the stent dislodged when the stent cap was removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 4.00 x 20 synergy drug-eluting stent, the stent dislodged when the stent cap was removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.